Manufacturer narrative:
Guardwire temporary occlusion aspiration system is indicated for carotid use in japan but is considered the same as the guardwire temporary occlusion aspiration system approved in us with coronary indication. Authors: masashi kotsugi, md,a katsutoshi takayama, md,b kaoru myouchin, md,b takeshi wada, md,c ichiro nakagawa, md,d hiroyuki nakagawa, journal: jacc: cardiovascular interventions. Year: 2017 issue: vol. 10, no. 8 title: carotid artery stenting investigation of plaque protrusion incidence and prognosis ref: http://dx.doi.org/10.1 016/j.jcin.2017.0.

Event description:
The study described in the journal article sought to clarify the incidence and prognosis of pp in carotid artery stenting (cas). Pp was defined as plaque seen inside the stent lumen on both digital subtraction angiography and ivus. A total of 354 consecutive carotid atherosclerotic stenoses in 328 patients (285 men, 43 women; age range 51 to 97 years [mean age 73.6 years]; 158 symptomatic cases; stenosis rate, 50% to 99% [mean 81.0%]) who underwent cas under ivus between october 2007 and march 2016 were retrospectively analyzed. Cas was performed by standard techniques using an epd and conservative post-dilatation using a percutaneous transluminal angioplasty balloon. Medtronic devices used in procedures were mo.ma ultra, spider, percusurge (guardwire) and protege. Eleven (11) patient strokes were reported. Ipsilateral ischemic stroke occurred within 30 postoperative days in 10 cases, of which 1 was a major stroke. A tia occurred in 9 cases. In most cases, stroke symptoms were observed immediately post-dilatation. In 2 cases, a tia occurred on day 5 and day 7 after cas. Two (2) myocardial infarctions occurred. This study confirmed that the risk factor of pp was associated with unstable plaque. Based on this finding, distal embolism may have occurred because of soft plaque. Placement of open stents with a high radial force may have led to disintegration of soft, unstable plaque, causing pp.

Manufacturer narrative:
Correction: mean age is (B)(6). Article published 24 apr 2017. If information is provided in the future, a supplemental report will be issued.